Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated, but the error log shows control panel errors and charger errors. Adjusted dc supplies to nominal. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 intermittently locks up and needs to be rebooted to continue operation. There was no adverse pt involvement reported.